Event description:
It was reported that while the biomedical engineer was performing a pre-use check, the ventilator generated various technical error codes. The biomedical engineer opened the front cover of the ventilator and observed that there was significant corrosion on two printed circuit boards. (B)(4).

Manufacturer narrative:
(B)(4).